Manufacturer narrative:
FDA correction/ removal reporting no. (B)(4). If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: implant site hematoma, wound infection, device extrusion. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) white hispanic female patient, who's undergone primary breast augmentation with two 560cc mentor smooth round high profile saline breast prostheses, suffered bilateral breast hematomas, post-procedure. As a result, the patient underwent surgical intervention, where the implants were removed, sterilized and re-implanted. The left side started leaking and the patient had to undergo another surgery where the implant was again reported to have re-sterilized and re-implanted. The patient developed infection and stitches were removed and fluid was drained. The would fell apart, the implant was heavy and later exposed to air since not stiches held it together. The patient underwent another stitching up of the wound. Eventually, the patient underwent bilateral removal of the implants on (B)(6) 2021. The patient now has a deformed left breast, cannot lift arm above forty-five degree, and was told to have inflamed tissue. The patient was put on intense antibiotics and physical therapy. This medwatch form is for the left breast prosthesis.

Event description:
It was reported that a (B)(6) white hispanic female patient, who's undergone primary breast augmentation with two 560cc mentor smooth round high profile saline breast prostheses, suffered bilateral breast hematomas, post-procedure. As a result, the patient underwent surgical intervention, where the implants were removed, sterilized and re-implanted. The left side started leaking and the patient had to undergo another surgery where the implant was again reported to have re-sterilized and re-implanted. The patient developed infection and stitches were removed and fluid was drained. The would fell apart, the implant was heavy and later exposed to air since not stiches held it together. The patient underwent another stitching up of the wound. Eventually, the patient underwent bilateral removal of the implants on (B)(6) 2021. The patient now has a deformed left breast, cannot lift arm above forty-five degree, and was told to have inflamed tissue. The patient was put on intense antibiotics and physical therapy. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
FDA correction/ removal reporting no. 3005423519-10/12/2021-001-r. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: implant site hematoma, wound infection, device extrusion. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and a non-conformance was identified related to device malfunction. This non-conformance will be addressed through mentor¿s quality system.

Manufacturer narrative:
On may 18, 2023, mentor received additional information indicating that the patient's implants were re-implanted four times. They were cleaned off with betadine solution. The patient also reported pseudomonas infection on her rib cage.